Event description:
It was reported to philips that the geometry was intermittently restarting, which caused a delay in the patient's procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the procedure had to be stopped for geometry resets every 15 to 20 minutes, which resulted in a 30-minute delay to the exam. The philips field service engineer (fse) inspected the system on site and confirmed that the geometry reset issue occurred intermittently. A review of the log files showed multiple geo ether cat issues. To resolve the problem, the fse replaced the amc ecat drive. The system was then returned to use in good working order. The codes were updated based on the investigation outcome.